Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. Reagent issues were excluded. The field service representative changed the probes, readjusted all reactive pipetting arms from the service software, adjusted the ultrasonic mixers, and confirmed the tests and the module were running within specifications without a >lin error. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable bun (urea) and creatinine results for 1 patient sample on a cobas 8000 c 702 module. The initial urea result was 74 mg/dl. The repeated urea results were 39 mg/dl and 42 mg/dl. The initial creatinine result was 2.03 mg/dl. The repeated result was 1.03 mg/dl. The repeated results were obtained on a different 702 module and were considered to be correct.